Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the distal cover likely detached from the scope due to the following: the subject distal cover was not attached to the device firmly. Stress was applied to the subject distal cover during the intended procedure, such as friction by twisting and/or pushing/pulling the device in the patient¿s body cavity, and interference with mouthpiece, etc. Since the subject device was not returned to olympus for evaluation, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿operation precautions¿ ¿preparation and inspection attaching accessories to the endoscope¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following patient identifiers (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2024-0000401. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a endoscopic retrograde cholangiopancreatography (ercp), the distal end cap fell off into the patient's body. The device appeared to have fallen off during the withdrawal of the scope after the procedure was completed, so there was no need to replace it. There was an attempt to locate the fallen cap with another scope which prolonged the procedure by an unspecified amount of time. Upon inspection after removal, the cap was fully intact.